Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states that the patient was being moved from the bed to the wheelchair and the boom went straight to the ground. Reporter stated that the hydraulic broke and it just went to the ground. Reporter stated that the lift was tippy. Reporter states that the patient was hurt. Reporter will not disclose how or what happened because she states it violates the patients rights.